Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. The receiver logs were downloaded. A review of the review of the receiver logs was performed and the readings froze was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.